Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and heavy menstrual bleeding ('menorrhagia') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included polyp removal, menorrhagia, dyspareunia and endometrial ablation. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criterion intervention required) and dyspareunia ("dyspareunia"). The patient was treated with surgery (laparoscopic bilateral salpingectomy with removal of essure coils; hysteroscopy,polypectomy and novasure ablation). Essure was removed on (B)(6) 2019. At the time of the report, the heavy menstrual bleeding outcome was unknown. The reporter considered dyspareunia, heavy menstrual bleeding and pelvic pain to be related to essure. The reporter commented: as per sd: endometrial ablation performed on day of essure removal (B)(6) 2019) quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and heavy menstrual bleeding ('menorrhagia') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included polyp removal, menorrhagia, dyspareunia and endometrial ablation. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criterion intervention required) and dyspareunia ("dyspareunia"). The patient was treated with surgery (laparoscopic bilateral salpingectomy with removal of essure coils; hysteroscopy,polypectomy and novasure ablation). Essure was removed on (B)(6) 2019. At the time of the report, the heavy menstrual bleeding and dyspareunia outcome was unknown. The reporter considered dyspareunia, heavy menstrual bleeding and pelvic pain to be related to essure. The reporter commented: as per sd: endometrial ablation performed on day of essure removal ((B)(6) 2019). Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 4-mar-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.